Manufacturer narrative:
Device evaluation: customer report of damaged jar was confirmed. As received, the valve shelf box tamper seal was broken and the valve jar shrink seal remained intact. The valve jar had multiple cracks, each approximately 25 mm long, on the bottom of the jar and was leaking solution. The valve jar had approximately 50% of the solution left inside. Valve shelf box and IFU were dampened by the leaking solution. All six gel packs were present in the returned styrofoam box. Tag alert displayed "ok". No inconsistencies were observed on the returned valve. X-ray demonstrated wireform intact. Photos provided were consistent with lab findings. The device was returned to edwards for evaluation. Any packaging non-conformance that results in a breach of the sterile package (i.e. Pinhole, tear or seal issue), has the potential to result in a serious infection. In this case, the valve jar was found damaged. The customer reported that the jar was not leaking. A definitive root cause could not be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 29 mm valve jar was found to be damaged when it was opened up. Provided images showed cracks in the jar. The jar was not leaking. There was no observed damage to the shipper box or shelf box. Shrink seal was still intact, and there was no attempt to take out the valve as damage was observed. The valve was not able to be used.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.